Manufacturer narrative:
This issue was resolved for the customer by replacing the thermal unit.

Event description:
It was reported that the machine was powered on and automatic mode max rate selected. The patient target temperature was 36.0°c, patients temperature when therapy commenced was 38.4°c. After 50 minutes of therapy patient temperature was decreasing to 37.9°c however not as fast as expected. The water temperature on the device was noticed to be hovering around 29 °c and not changing. The mode was changed to manual mode with water target temperature of 4°c. The water temperature remained at 29°c and did not change. The machine was working at 100%, however the patient temperature was slowly decreasing. A new machine was provided and when the patient reached target temperature the ICU doctor decided to cease therapy. No adverse consequences were reported for the patient.

Event description:
It was reported that the machine was powered on and automatic mode max rate selected. The patient target temperature was 36.0°c, patients temperature when therapy commenced was 38.4°c. After 50 minutes of therapy patient temperature was decreasing to 37.9°c however not as fast as expected. The water temperature on the device was noticed to be hovering around 29 °c and not changing. The mode was changed to manual mode with water target temperature of 4°c. The water temperature remained at 29°c and did not change. The machine was working at 100%, however the patient temperature was slowly decreasing. A new machine was provided and when the patient reached target temperature the ICU doctor decided to cease therapy. No adverse consequences were reported for the patient.